Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a scratched reservoir tube window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have scratches on display screen which prevents reading part of display screen. Customer states she is very active. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.